Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to CPAP device's sound abatement foam. There was no report of medical intervention. There was no report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of visible foam particles. During the evaluation, secondary findings, dust was observed. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In previous report, the reporter captured incorrect information in box g. It has been corrected in this report. In box g: contact office entity has been corrected.